Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Occupation: initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing cervical laminoplasty procedures. Failed cervical or thoracic spine fusion has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 1 patient had a revision surgery within 90 days from the index surgery. 2 patients had a revision surgery within 12 months from the index surgery. 2 patients had a revision surgery within 24 months from the index surgery. This is for depuy synthes arch laminoplasty system. A copy of the clinical evaluation form is being submitted with this regulatory report.ip-00982706: unk, plates: spine. Ip-00982709: unk, screws. These impacted products capture the reported revision surgery within 90 days from the index surgery. Ip-00982710: unk, plates: spine. Ip-00982711: unk, screws. These impacted products capture the reported revision surgery within 12 months from the index surgery. Ip-00982714: unk, plates: spine. Ip-00982718: unk, screws. These impacted products capture the reported revision surgery within 24 months from the index surgery. This report is for one (1) unk, screw. This is report 6 of 6 for (B)(4).